Event description:
Edwards received notification of an evoque in the tricuspid position where the patient had long-standing persistent atrial fibrillation and right bundle branch block at baseline and now received a 48mm evoque valve in an intended position and the procedure was completed without complications. On postoperative day (pod) 4, the patient developed complete atrioventricular block and a temporary pacemaker was placed. There is no device malfunction or deficiency reported so far. Additional information received from the clinical specialist stated that on pod 9, the temporary pacing catheter was replaced to adjust the position of the pacing lead. Pod 15, a leadless pacemaker was implanted. Pod 18, the patient left the hospital with good course.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. The reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency. The root cause for this event could not be determined. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system.